Event description:
It was reported that a user of the ilet experienced hyperglycemia with a highest cgm reading of 400 for approximately six hours after an infusion set and supply change, with continued elevation despite a subsequent site change performed with support; the user reported feeling ill and lethargic and had eaten a taco salad while glucose was high, and cgm later showed a downward trend. Symptoms included hyperglycemia with associated malaise and fatigue. Outcomes included no injury requiring medical intervention and no hospitalization. Investigation included user-led troubleshooting, infusion site changes, and education on troubleshooting steps. Investigation of this case revealed no device malfunction was identified and the cause of the hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial,